Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: on the received pictures there is a damaged screwdriver tip visible. Therefore, the complaint is rated as confirmed. The review of the picture does not allow to any determination of any root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation site: cq zuchwil. Selected flow: damage. Visual inspection: the screwdriver was received with the reported condition of being deformed. The visual inspection confirmed that the tip is partially broken. The broken off part was not returned. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: due to the missing part and the condition of the returned device, a dimensional test is not appropriate, as all complaint-relevant dimensions cannot be measured and can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document / specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the reported complaint condition was able to be confirmed by the condition of the device and with the received picture. Because of the damage and the missing broken fragments, it is not possible to measure the relevant dimension. We do suppose that the device encountered unintended forces, such as an excessive force application during its use, which finally resulted in the breakage . During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device history lot: part number:314.050, synthes lot number: 4593664, supplier lot number: n/a, release to warehouse date: may 16, 2003, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Device history review : review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. On the received pictures there is a damaged screwdriver tip visible. Therefore, the complaint is rated as confirmed. The review of the picture does not allow to any determination of any root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, the screwdriver head shattered when used to remove a cannulated screw which had previously been implanted in a patient's ankle. The surgeon then used another screwdriver to continue removing the screw. Fragments were generated and the surgeon had to make additional incisions to retrieve them from the patient. There was a surgical delay between 10 to 25 minutes reported. The procedure was completed successfully. Concomitant device reported: unknown cannulated screw (part#: unknown, lot#: unknown, quantity: 1), unknown hexagonal screwdriver (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).